Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): defib conductor distorted

Event description:
It was reported that during the implant procedure, the lead was damaged during implant, the proximal coil was broken, and there was an insulation break which occurred when the lead was forced through a kink in the introducer. It was further reported that during implant, the lead "frayed" at the proximal coil, the doctor had difficulty positioning the lead in the rv, and the coil was damaged during implant. The lead was not implanted. No patient complications have been reported as a result of this event.